Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, and the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented the lead was returned with a stylet stuck in the distal conductor of the lead and the stylet was removed with resistance observed. It was also noted the lead was returned with an extrinsic cut to the outer insulation and blood ingression on the proximal conductor. All electrical testing was within specific parameters and an in-vivo conductor fracture was not observed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited a suspected lead fracture, along with high and unstable thresholds. It was noted the values obtained for impedance and thresholds did not change and the suspected lead fracture was causing a loss of circuit. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.